Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify button error alarm due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 117 mg/dl. Father stated the insulin pump was exposed to moisture; water. Advise father to have the customer to discontinue use of the device and revert to a back-up plan. The device would be replaced and returned for analysis.